Manufacturer narrative:
On 11-sep-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the hemostatic valve fractured when the dilator was inserted. The procedure was completed with a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. No patient's consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were not returned with the carto vizigo sheath. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. Based on the completed mre, the h4. Device manufacture date has been populated with 21-apr-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the hemostatic valve fractured when the dilator was inserted. The procedure was completed with a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. No patient's consequence was reported. The hemostasis valve (gasket) was not reported to have broken into two or more separate pieces. The sheath was not being used on the patient. No blood return was observed.